Event description:
It was reported that a patient had two episodes of vt and an aborted charge. Possible hv lead issue alert was noted. Patient will be scheduled for in-clinic testing and possibly replace the lead after device testing.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated, but not yet begun.